Manufacturer narrative:
The company service representative replaced the power supply in the wireless transceiver. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring patients along with spectrum monitors and ambulatory telepacks, the wireless transceiver stopped functioning, causing the central station to lose connectivity to the patient devices. No patient injury was reported.